Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce or confirm the reported symptom "no flow". No component could be identified for causality. The unit was tested, as follows, and found to pass. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.711ml (-2.89%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.389ml (-2.444%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 96.983ml (-3.017%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 193.431ml (-3.2845%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 241.616ml (-3.3536%). Rate = 500 ml/hr, vtbi = 125 ml, delivery = 122.626ml (-1.8992%). This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11162 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed to start an infusion as intended while running a 500 ml bolus of 0.9 saline from a 1000 ml bag, during therapy (delivery rate unknown) in the inpatient cardiology unit. The customer reported that no fluid was being delivered and no alarms sounded. The nurse also noted that no drops fell in the drip chamber, one drop formed and fluctuated but never fell. It was also reported there was no patient injury.